Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner/outer insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that the patient underwent a procedure to upgrade their pacemaker system to a cardiac resynchronization therapy pacemaker (crt-p) system. The patient's existing dual chamber pacemaker was approaching end-of-life. During the procedure, after placing the left ventricular (lv) lead, it was not possible to obtain capture at 7.5 v at 0.5 ms in any vector. The physician elected to place a new lead for left bundle branch area pacing and the procedure was successfully completed. No adverse patient effects were reported. The lv lead was received for analysis.

Event description:
It was reported that the patient underwent a procedure to upgrade their pacemaker system to a cardiac resynchronization therapy pacemaker (crt-p) system. The patient's existing dual chamber pacemaker was approaching end-of-life. During the procedure, after placing the left ventricular (lv) lead, it was not possible to obtain capture at 7.5 v at 0.5 ms in any vector. The physician elected to place a new lead for left bundle branch area pacing and the procedure was successfully completed. The lv lead is expected to be returned. No adverse patient effects were reported.